Event description:
Procedure type: colostomy takedown. According to the reporter: the eea size 31 was used twice. Each time the staple line excluded part of the proximal colon leaving about a 0.75 cm defect. The anastomosis was oversewn and the patient was given a diverting ileostomy. There was unanticipated tissue loss and a delay in surgery by more than 30 minutes.

Manufacturer narrative:
(B)(4).